Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample and found discordant with repeat sample testing. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00406 on (B)(4) 2012. 01/24/2013: additional information: reagent lot number: 12605070 - a siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant result. The system was fully functional. No other discordant results have been reported by this customer. The IFU states in the summary and explanation of the test section: "a positive troponin result is not always indicative of myocardial infarction. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism."

Manufacturer narrative:
The cause for the discordant advia centaur tni ultra result is unknown. Quality controls are within range and there were no system errors. The instrument is performing within specification. The information for use (IFU) states in the summary and explanation of the test section: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."